Event description:
It was reported the patient was unable to adjust stimulation and there was a power on reset (por) noted. It was also noted the patient was unable to get their device turned on after replacement. It was noted the health care provider (hcp) gave the patient the 'okay' to turn their device on but they were unable to. The next day the hcp reported the patient needed to be programmed. It was also indicated there was a por condition. It was noted the office did not currently have a representative and there was no one in the office that did programming. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v010624, implanted: (B)(6) 2006, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).